Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed end of life indicators after a MRI.the device was explanted.